Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia, bgls reaches to range of 500 mg/dl [hyperglycaemia] novopen 4 had an issue due to a problem in the piston rod [device issue] novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't [drug dose omission by device] she is filling mixtard penfill from mixtard vails by using normal syringe [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia)" with an unspecified onset date, "abscess happened in her leg due to diabetes(abscess leg)" with an unspecified onset date, "novopen 4 had an issue due to a problem in the piston rod(device component issue)" with an unspecified onset date, "novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't(drug dose omission by device)" with an unspecified onset date, "she is filling mixtard penfill from mixtard vails by using normal syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: regimen1 55 iu, qd (30 u at morning/25 u at night; regimen 2: 60 iu; regimen 3: 55 iu, qd(30u at morning/25u at night)) from 2016 and ongoing for "diabetes mellitus". Patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: (B)(6) 2016 to not reported, not reported to not reported, not reported to not reported (dosage regimen ongoing). Current condition: diabetes mellitus (type and duration not reported), hypertension, hyperthyroidism, preserved in ICU due to platelet breakdown procedure: hospitalization. On an unknown date, patient reported that novopen 4 had an issue due to a problem in the pis-ton rod and she thought she were taking her insulin dose, but she didn't, which caused her bgls (blood glucose levels) to increase (hyperglycemia). On an unknown date, patient mentioned that an abscess happened in her leg due to diabetes and her bgls (blood glucose) reaches to range of 500 mg/dl. Patient mentioned that she is filling mixtard penfill from mixtard vials by using normal syringe. Batch numbers: novopen 4: bug1864. Mixtard 30 hm penfill: requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia)" was not recovered. The outcome for the event "abscess happened in her leg due to diabetes (abscess leg)" was not recovered. The outcome for the event "novopen 4 had an issue due to a problem in the piston rod (device component issue)" was not reported. The outcome for the event "novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't (drug dose omission by device)" was not reported. The outcome for the event "she is filling mixtard penfill from mixtard vails by using normal syringe (inappropriate drug extraction with syringe)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Company comment: abscess limb is assessed as unlisted event; hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in mixtard. The reported event of abscess in the leg could be a complication of long-standing diabetes mellitus. Relevant information on device investigation results, suspect product investigation results are unavailable for complete causality assessment. Considering the pharmacological property of mixtard (an insulin product - lower the blood glucose values), abscess in the limb is assessed as unlikely related to mixtard penfill. Device investigations are awaited for evaluation of device function. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill.

Event description:
Case description: reporter's causality (novopen 4) - hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia) : unknown abscess happened in her leg due to diabetes(abscess leg) : unknown novopen 4 had an issue due to a problem in the piston rod (device component issue) : unknown . Novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't(drug dose omission by device) : unknown she is filling mixtard penfill from mixtard vails by using normal syringe (inappropriate drug extraction with syringe) : unknown. Company's causality (novopen 4) - hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia) : possible abscess happened in her leg due to diabetes(abscess leg) : unlikely novopen 4 had an issue due to a problem in the piston rod(device component issue) : possible. Novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't(drug dose omission by device) : possible she is filling mixtard penfill from mixtard vails by using normal syringe(inappropriate drug extraction with syringe) : possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia) : unknown . Abscess happened in her leg due to diabetes(abscess leg) : unknown . Novopen 4 had an issue due to a problem in the piston rod(device component issue) : unknown . Novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't(drug dose omission by device) : unknown she is filling mixtard penfill from mixtard vails by using normal syringe(inappropriate drug extraction with syringe) : unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia, bgls reaches to range of 500 mg/dl(hyperglycemia) : possible abscess happened in her leg due to diabetes(abscess leg) : unlikely novopen 4 had an issue due to a problem in the piston rod(device component issue) : possible . Novopen 4 had an issue due to a problem in the piston rod and she thought she were taking her insulin dose, but she didn't(drug dose omission by device) : possible she is filling mixtard penfill from mixtard vails by using normal syringe(inappropriate drug extraction with syringe) : possible. Investigation results. Name: novopen 4, batch number: bug1864 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Since last submission the case have been updated with the following: investigation results updated device tab: is non reportable and malfunction field updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed. Device addendum: annex b c d g codes updated. Narrative updated accordingly. Final manufacturer comment: 15-aug-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary name: novopen 4, batch number: bug1864 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.